Event description:
A leveen needle superslim electrode was used during radiofrequency ablation of a liver tumor in 2006. According to the complainant "when the needle was pulled out after ablation, friction was felt. Then, when the needle was checked after it was pulled out, the proximal end of tines were twisted and the proximal shaft [had penetrated] the handle." The physician completed the procedure with a second leveen needle superslim electrode. No complications were reported as a result of this event, and the patient's condition was reported as "good" following the procedure.

Manufacturer narrative:
Visual examination of the returned device revealed that the tine array was twisted at the proximal end of the device when the device was fully deployed. The cause of tine array damage and retraction difficulty could not be determined. The device history record (DHR) for the pertinent lot was reviewed; no anomalies were noted. A search of the complaint database revealed two additional complaints recorded for this lot, for unrelated issues (difficulty extending, and peeled coating). A CAPA is in progress to further investigate reported malfunction.